Event description:
It was reported to medtronic minimed that the customer passed away at care center on (B)(6) 2024. The cause of death was hypoglycemia and congested heart failure. Customer blood glucose was reported as 34 mg/dl at the time of incident. The last known product(s) for this customer are as follows: mmt-7841zn, mmt-386a, mmt-1884, mmt-1715k, and mmt-332a. Troubleshooting was performed for deceased reporting, customer was not worn insulin pump and sensor at the time of passing. Insulin pump and sensor was removed when customer was hospitalized. There is no mention of the auto mode feature at the time of the event. It was agreed to return the insulin pump. No product return is required for mmt-7841zn. No product return is required for mmt-386a. Mmt-1884 was requested, and the response was the device will be returned. Mmt-1715k was requested, and the response was the device will be returned. No product return is required for mmt-332a.

Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0876 inches. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, scratched serial number label, pillowing keypad overlay, cracked keypad overlay at the select button and cracked retainer ring. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thus and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap the pump history file lists data from 09/24/2018 to 03/03/2021. Unable to verify daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered for event dates dec 22, 2024, and 31-dec-2024 due to no data available in the pump history file. Unable to perform the history review 1 week prior to the event dates dec 22, 2024, and 31-dec-2024 in the pump history file due to no data available. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.4 mv). The pump passed the functional testing. Unable to confirm alleged low bgs. Damage-retainer ring damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.